Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that upon startup had error 550:320:654:0000. This condition had the potential to interrupt delivery. This condition was found in the central sterile department upon programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 550:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause assignable cause was the speaker voltage being too low during an audible period and loose connection at user interface module printed circuit board p12. The p12 connector was re-seated to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Additional investigation is being conducted through (B)(4).